Manufacturer narrative:
Qn# (B)(4). Associated MDR#s: 3006425876-2023-00214; 3006425876-2023-00212.

Event description:
During the insertion of the central catheter, the guide broke during removal or it remained stuck and impossible to remove. The patient could not have the catheter inserted and there was a delay in the treatment. It was reported the issue occurred with 3 devices on the same patient. No medical intervention was required and there was no consequence for the patient. The patient's condition is reported to be "stable".

Manufacturer narrative:
(B)(4), associated MDR#s: 3006425876-2023-00214; 3006425876-2023-00212; 3006425876-2023-00213. The customer provided one image of the defect. The image points to a severely kinked/coiled guide wire. The customer returned one guide wire for analysis. The catheter was not returned for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire was unraveled and separated towards the proximal end, and there were multiple kinks along the guide wire body. The proximal portion of the guide wire, including the proximal weld, was not returned for analysis. The distal j-tip appeared misshapen but intact. Microscopic examination confirmed the defect and revealed that the distal weld was present and was full and spherical. The separation point appeared smooth and uniform. Visual analysis of the catheter could not be performed as it was not returned for analysis. The major kinks/bends in the guide wire measured 25mm, 54mm, and 190mm from the distal tip. The overall length of the core wire measured 540mm, which is not within the specification limits of 596mm - 604mmper the guide wire product drawing. This ind icates that at least 56mm of the core wire was not returned for analysis. The outer diameter measured 0.807mm which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. Functional testing of the guide wire could not be performed due to the damage. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken towards the proximal end. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, undue force likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: during the insertion of the central catheter, the guide broke during removal or it remained stuck and impossible to remove. The patient could not have the catheter inserted and there was a delay in the treatment. It was reported the issue occurred with 3 devices on the same patient. No medical intervention was required and there was no consequence for the patient. The patient's condition is reported to be "stable".